Event description:
During an atrial fibrillation procedure, the loop of the catheter was damaged and got caught on heart tissue. When the catheter was inserted into the left atrium, it was found that the catheter maneuvering and collection of geometry were difficult. The catheter was removed with no intervention needed, and it was noted to be damaged. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 22 pole, bi-directional, curve d-f, sensor enabled, advisor vl circular mapping catheter was received for evaluation. Visual inspection revealed the loop was both bent and wrinkled. The catheter deflected in both directions when actuating the steering mechanism and the curve dimensions met specifications. Due to the damage to the loop, it did not meet specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture and entrapment event remains unknown.